Event description:
The customer returned the duodeno-videoscope for evaluation of a reported ¿leakage from the control knob¿ that was found during maintenance. The device has been reprocessed prior to returning for service. Upon inspecting and testing, a foreign material was detected on the forceps elevator at the distal end of the scope. Additionally, the scope was found to have stains under the light guide lens and other unclean/dirty components on the scope. No death, injury or infection and no impact to patient or other has been reported. This report was submitted to capture the insufficient reprocessing of scope which may have been used for next procedure.

Manufacturer narrative:
The referenced device was returned, and the customer¿s reported issue was confirmed.the scope was found leaking from the up/down control knob when the elevator lever moved. Also, the inspection noted, the angulations (up/down/right/left) are out of standard value due to worn angle wires, the forceps channel port is shaved. The up/down & left/right control knobs and the grip are unclean/dirty. There are cosmetic scratches on the following: the connecting tube, scope connector, universal cord, scope cover, grip, distal end cover, and the adhesive on the bending cover and the universal cord has discoloration. The investigation is still in progress, however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing not be performed appropriately due to leakage from control section. Additionally, light guide (lg) lens glue peeled off by physical stress such as hitting/dropping distal end or chemical stress due to chemicals used. It caused moisture invasion of lg-lens and corrosion. The event can be detected and prevented by following the instructions for use (IFU) which state: detection method is described in IFU: tjf type 150 operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details to the event description.

Event description:
The event of leakage was found during maintenance activity at the user facility. No patient or procedure was reported as involved or impacted. The device was reported with leakage at the user facility, therefore, only general wiping and rinsing could be performed.